Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 46 mg/dl at the time of incident. Customer current blood glucose level was unknown. The customer did not provide information about symptoms of low blood glucose value. The customer treated low blood glucose value with food. Customer was not on auto mode. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer also reported damage at the back of the pump. Troubleshooting was performed. No further patient complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer received change sensor alert.

Manufacturer narrative:
S/w version 4.11e. Retainer ring=black. Case type =ngp. Customer returned pump due to alleged low bgs and cosmetic damage located at an unspecified area on 25 november 2022. The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self-test. P- cap was inserted and properly locked into place. No unexpected alarms/alert/anomalies noted during testing. Pump was cut open to perform visual inspection and found evidence of moisture damage on electronic assembly & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained and fading serial label, keypad overlay texture damage. No unexpected alarms/alert/anomalies noted during testing. Cosmetic damage was confirmed at the unspecified area. Unable to confirm low bg anomaly during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.